Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The surgeon believes acetabular liner wear caused the dislocation. The acetabular liner was removed and replaced with a custom liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. It was further reported that the patient will be revised on an unknown date due to dislocation. A custom acetabular liner for this upcoming revision has been requested.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to wear suspected from dislocation. The acetabular liner was removed and replaced with a custom liner.